Manufacturer narrative:
(B)(6) the sample was received without the pouch. A visual inspection was performed with the naked eye which found cracks at the side of the welded cassette. An underwater pressure test was performed which revealed a leak at the crack location. The sample failed to meet product specifications. The reported condition was verified. The cause of the condition could not be determined, however, a potential cause was noted to be if the cassette came in contact with solvent like alcohol during sterilizing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "rectangular plastic piece" of a homechoice automated pd set with cassette was cracked. This was identified by the patient at home prior to use for automated peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.